Event description:
The graft was implanted as a femoral-popliteal bypass on 6/20/96. It was anastomosed proximally to a dacron bi-femoral aortic bypass implanted 7/95 and distally to a left femoral-popliteal bypass implanted 5/96. 14 days after surgery, the patient returned to the hospital with calf pain. The patient was admitted one day later with blood in the popliteal cavity and prosthesis sepsis, and a temperature of 38 degrees celsius. A popliteal leak was found at surgery corresponding to a partial rip of the prosthesis at the cut level, with secondar fraying. The doctor sealed the leakage with two pledgets and the graft was left in.